Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose in the 300 mg/dl range over the past couple of weeks and that she has observed bent and angled infusion cannulas. Target blood glucose is 90-130 mg/dl. Patient was unsure if the infusion headset was being inserted at the correct angle. There was no pain during insertion. After 1-2 days of use, patient felt a "pin prick" under her skin that would get worse during boluses. Blood glucose also increased during this time frame, and she treated hyperglycemia by delivering boluses through the infusion device. There was no insulin leakage. Headsets were inserted using the insertion device. Patient read the package insert to learn how to use the product. No alerts or errors were received on the infusion device. Patient was unsure when the adapter was last changed, and she had been eating foods not on her regular diet. Alleged infusion sets were discarded, and no product was requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue.